Event description:
It was reported that during use, an unspecified number of bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapters failed to retract, leading to blood leakage. There was no report of impact to patient or user.

Manufacturer narrative:
D1. Medical device brand name: bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapters failed to retract, leading to blood leakage. This event occurred seven (7) times. There was no report of impact to patient or user.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b.5. Describe event or problem : it was reported that during use of bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapters failed to retract, leading to blood leakage. This event occurred seven (7) times. There was no report of impact to patient or user. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and 36 retention samples by functional testing. No issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.